Event description:
The complainant reported that the rotator of the suspect stopcock broke at 950 psi during a left ventriculogram procedure. The stopcock is rated at 1200 psi. No harm or injury to the pt was reported.

Manufacturer narrative:
The subject device was returned for eval. It was examined visually and the complaint was confirmed. The body of the rotator had become separated from the rotator collar. The device history record was reviewed with no related exceptions noted. An investigation to determine the root cause of the failure began. Devices were conditioned and then underwent compression and pressure testing. The root cause of the failure was identified and attributed to the bonding process during mfg. As a result of the investigation, the bonding process was modified to ensure consistent strength. Merit will continue to monitor these types of complaints for effectiveness of the process improvement. Multiple sterilizations; device history record was reviewed.